Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was more than 400mg/dl at the time of incident. The customer that they had a few infusion sets that had to be replaced due to the fact that they didn¿t adhere correctly. The customer reported that they didn¿t deliver and had high glucose reading. The customer¿s blood glucose was 539mg/dl. The customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is january 25, 2018.